Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead and the right ventricle (rv) lead showed elevated pacing impedances and thresholds. The atrial lead and the rv lead were capped and replaced on (B)(6) 2025. The patient was stable throughout.